Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an implantable port inside a polythene package which was placed on a surface. No visual anomalies were noted in the port. Therefore, the investigation is inconclusive for the reported hole, leak and suction issues as the photo evidence provided is not sufficient to confirm the reported events. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 50-year-old female patient underwent a port placement procedure in the right internal jugular vein using MRI chrono port. During the procedure the blood draw back was not smooth, there was oozing from the push-fill saline port seat, and the port seat silicone septum was found to have a trachoma hole leaking fluid. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 50-year-old female patient underwent a port placement procedure in the right internal jugular vein using MRI chrono port. During the procedure the blood draw back was not smooth, there was oozing from the push-fill saline port seat, and the port seat silicone septum was found to have a trachoma hole leaking fluid. There was no reported patient injury.